Event description:
It was reported that a cartridge alarm occurred randomly and frequently. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a resolution.